Event description:
It was reported that needle 18x1-1/2 rb was cracked and leaked. The following information was provided by the initial reporter: "it was reported that the needle hub developed a crack and medication "sprayed" out the side of the needle. Per follow up response: for (B)(6): incident date? (B)(6) 2020. Photos of cracked hub? Product was thrown away before photos could be obtained. Confirm no injury to patient/staff- no injury. Is damaged item available for return investigation? This specific product was thrown away but have unused products that can be sent. Event description per attached email states: there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. The products that were used, product # and lot # are below: bd 3ml syringe with luer-lok tip product # 9870248 lot # 0122550. Bd precision glide needle 20g x 1¿ product # 9872550 lot # 8324804. Please see the 3 forms for more information. Any information regarding whether this is a product issue or user error would be appreciated. Event details per global complaint forms states: in separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18x1-1/2 rb was cracked and leaked. The following information was provided by the initial reporter: "it was reported that the needle hub developed a crack and medication "sprayed" out the side of the needle. Per follow up response: for 1835958 incident date? (B)(6) 2020 and (B)(6) 2020 photos of cracked hub? Product was thrown away before photos could be obtained. Confirm no injury to patient/staff- no injury is damaged item available for return investigation? This specific product was thrown away but have unused products that can be sent. Event description per attached email states: there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. The products that were used, product # and lot # are below: bd 3ml syringe with luer-lok tip product # 9870248 lot # 0122550 bd precision glide needle 20g x 1¿ product # 9872550 lot # 8324804 please see the 3 forms for more information. Any information regarding whether this is a product issue or user error would be appreciated. Event details per global complaint forms states: in separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point."